Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, allowing continued use of the pump. The customer was instructed to contact support again if the issue recurred.